Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has a blank display after a battery change and takes a long time for the screen to display. The customer's blood glucose reading was unknown at the time of incident. The customer indicated that the blank display has been an issue for a few months. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction and that the device would be replaced and to return the product for analysis.